Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 400 mg/dl but insulin pump was showing 150 mg/dl. It was unknown that whether the auto mode feature was active at the time of incident. Insulin pump had keypad issue also, that had to press buttons more than once. The lag time on buttons had gotten noticeably worse. Insulin pump had a lot of issues lately with the sensors communication, getting a lot more issues with calibration and customer had to redo another sensor. The batteries were not lasting long and sometimes testing more due to mess up of calibration. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.